Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer stated that she had been having problems with the insulin pump and infusion sets prior to the event. The customer removed the insulin pump, and gave herself a manual injection, and her blood glucose levels dropped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.